Event description:
The customer was found unresponsive. Their blood glucose was tested and the result was 87mg/dl at 10am. Paramedics were called and they tested and received a result of 37mg/dl. The coaster was given an IV and taken to the hospital. No controls were in use. A request was made for the return of the suspect device replacement product was sent.